Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with a crack on the right plunger case. Event log history was performed and indicated that multiples check clutch error was recorded in history. During analysis, the reported problem was unable to be duplicated. Accuracy test was performed which passed also all the reading of position on both qc slugs within the required specifications. It was noted that pump operated as intended. Service performed preventive maintenance. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
It was reported that while a smiths medical medfusion pump was in use, the plunger came off the syringe but medication was still administrating and there was no patient harm.